Event description:
It was reported by service report that there is a left front load cell error. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.